Event description:
Premicath was placed on (B)(6) 2019 on a 3.5 kg mature baby, as a cannula a 24g smith cannula was inserted (optiva), catheter was flushed with a 10% lipid solution. Under x-ray control the catheter was too deep and was retracted approx. 0.7 cm. The catheter lay until on (B)(6) 2019 and should be removed. The colleague in charge tried to pull the catheter, but the catheter snapped after it could be pulled back approx. 4 cm. It snapped in the vessel, approx. 2 cm distal to the puncture site. On (B)(6). The catheter should be removed by the vascular surgeon using venae sectio. The catheter was gripped with tweezers and ruptured again, but the tip did not move (under fluoroscopy). An approx. 2.5 cm long piece of the catheter remained in the patient. This was then recovered on (B)(6) 2019 in the (B)(6) centre in the catheter laboratory. At no time there was an acute risk of life for the patient, but 2 anaesthesia and 2 surgical interventions were performed; the catheter did not migrate into the vessel after rupture.

Manufacturer narrative:
This complaint is not confirmed. As sample we received only the surgically removed catheter tip, which snapped just distal the 3 cm marking. Strong fibrin formation was visible along the catheter tube. Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. The tensile values of the catheter tubing used are conform to our specifications (3.8n and 4.7n at a minimum of 1.5n). Visual tests and incoming goods inspections are carried out. (B)(4). There is a warning in the product's instructions for use: "caution: do not over stretch the catheter as it may rupture, causing a catheter embolism." No further corrective action initiated by quality management as there is no hint for a manufacturing fault.

Manufacturer narrative:
The device involved in this event will be returned to vggon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Premicath was placed on (B)(6) 2019 on a 3.5 kg mature baby, as a cannula a 24g smith cannula was inserted (optiva), catheter was flushed with a 10% lipid solution. Under x-ray control the catheter was too deep and was retracted approx. 0.7 cm. The catheter lay until (B)(6) 2019 and should be removed. The colleague in charge tried to pull the catheter, but the catheter snapped after it could be pulled back approx. 4 cm. It snapped in the vessel, approx. 2 cm distal to the puncture site. On 07.11. The catheter should be removed by the vascular surgeon using venae sectio. The catheter was gripped with tweezers and ruptured again, but the tip did not move (under fluoroscopy). An approx. 2.5 cm long piece of the catheter remained in the patient. This was then recovered on (B)(6) 2019 in the (B)(6) heart centre in the catheter laboratory. At no time there was an acute risk of life for the patient, but 2 anaesthesia and 2 surgical interventions were performed; the catheter did not migrate into the vessel after rupture.